Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering a "scan error" message from the adc device and was unable to obtain readings. The customer felt hypoglycemic and was "glowing around the lips", receiving treatment of liquid glucose provided by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, no product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensor and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 has been updated to reflect most recent investigation results. The results on previous report were documented incorrectly.

Event description:
A customer reported encountering a "scan error" message from the adc device and was unable to obtain readings. The customer felt hypoglycemic and was "glowing around the lips", receiving treatment of liquid glucose provided by spouse. There was no report of death or permanent injury associated with this event.